Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo sets had a no flow issue. The issue occurred during an unspecified process step after the set was spiked and the valve was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information therapy dates: the reported event occurred on an unspecified date around (B)(6) 2017. Additional information for: additional information was received describing the reported event. It was reported that two (2) clearlink continu-flo sets would not flow during infusion of lactated ringers solution when the sets were spiked and the clamps were opened. The sets were primed successfully; however, would not flow at the start of infusion. One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested and failed to prime and flow. The reported condition was verified for the first sample. The cause of the condition was determined to be a manufacturing issue. The second sample was not received for evaluation; however, a photo of the sample was received. Visual inspection on the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.